Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the distal end of the channel cover was cracked. Functionally, the jammed clip was removed, and the ratchet function was disengaged. The first instrument was then test fired once in air so that the clip formation could be observed. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The second instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. It was reported that the clips did not load properly into the jaws as expected, and the jaws of the reload did not close at all. The reported issues were confirmed. The product analysis noted evidence that the device was not used as int ended. This issue may occur if the distal end of the device is subjected to excessive manipulation during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: make certain that the tissue to be occluded fits completely within the confines of the clip or bleeding and leakage may result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection of segments 4b/5, the surgeon was able to squeeze the 2 handles, only 4 clips could be released from the instruments then was no longer loading properly. The user tried to clip a blood vessel, the jaws went onto the vessel and closed but the clip did not fire so the vessel started bleeding. Then operator opened another clip applier and fireda clip on the vessel so the surgery could continue to resolve the issue. It was also noted that when the jaws malfunctioned, sometimes the operator cannot close and have to press really hard to close the jaws and then does not fire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.